Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30452. It was reported the patient's leads migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue. Effective therapy was established postoperatively.